Event description:
It was reported that the pt experienced lack of therapeutic effect and was feeling no stimulation from her interstim device. When she tried to adjust her stimulation she discovered that she was at the upper limit of her settings. The stimulation was decreased to the lower limit and slowly increased and the pt thought she could feel some stimulation. The device was subsequently reprogrammed; two different programmers were tried without success. The device was replaced a couple of months later due to depletion. No complications were reported.